Manufacturer narrative:
A ge rep evaluated the system and performed a filament calibration. System operates as intended.

Event description:
Customer reported, the system is intermittently displaying filament regulator errors. No pt injury was reported.